Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No battery out limit alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display after a battery change. The customer's blood glucose level was 250 mg/dl. Standard troubleshooting was performed. The customer stated the battery compartment was cracked. The insulin pump's display returned once a new battery was inserted. The product has been returned. Nothing further was reported.